Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any issues or defects which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-05944 and 3005099803-2009-05946 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2009 ((B)(6) old, female patient; weight is unknown). According to the complainant, while ablating with the 4.0 cm electrode, the patient developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site and the ablation continued. However, upon completing the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The patient's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.

Event description:
Note: this report pertains to one of three devices used during the same procedure. MFR report # 3005099803-2009-05944 and 3005099803-2009-05946 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen coaccess electrode systems were used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, while ablating with the 4.0 cm electrode, the pt developed a dime-sized burn at the percutaneous site. The lesion was then accessed with a 3.0 cm electrode via a new percutaneous site, and the ablation continued. However, upon completing of the procedure, another puncture burn, about half the size of the original, had developed. In both instances, an incision was made and the corresponding introducer was advanced to the target lesion. The pt's current condition was reported as being okay, but a consult has been scheduled with a plastic surgeon.